Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that the second mitraclip procedure had not been scheduled, but the patient remains stable. No additional information has been provided.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the patient underwent a second mitraclip procedure on (B)(6) 2014. Two clips were implanted: one medial and one lateral to the clip that detached from the posterior leaflet. The mitral regurgitation grade was reduced from 4 to 1-2. Post procedure the patient was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains implanted in the mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip detached from the posterior mitral valve leaflet which resulted in the increased mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted reducing the functional mitral regurgitation grade from 4 to 1. There was no difficulty with visualization and grasping the leaflets were very clearly visualized. There was no difficulty confirming leaflet insertion into the clip arms. Post procedure, on (B)(6) 2014, the clip was reported as being detached from the posterior mitral valve leaflet and attached only to the anterior leaflet. The mr grade was severe. Although the patient was not symptomatic, the patient has a history of abruptly presenting in the emergency room with acute heart failure and pulmonary edema. Therefore, the physician intends on performing a second mitraclip procedure to stabilize the detached clip in the next few weeks; the date has not yet been scheduled. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The clip was not returned for evaluation as it remained attached to the anterior mitral valve leaflet. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there were no similar incomplete coaptation incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions or user technique, the incomplete coaptation may be influenced by the morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that post procedure, the clip was reported as being detached from the posterior mitral valve leaflet and attached only to the anterior leaflet. The mr grade was severe. Based on the information reviewed, with no difficulties with visualization or the anatomy, the cause of the incomplete coaptation cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.